Event description:
A malfunction alarm occurred, identified as malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer in resetting the pump, which resolved the issue, and advised to monitor the device and report any recurring alarms. The customer understood and agreed to these instructions.